Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during a valve in valve (viv) case of an implant of 23mm edwards sapien 3 ultra valve in aortic position in a degenerated and calcified biological non-ew valve. The plan was to crack the old valve with a non-ew balloon after the tavi valve was implanted. No pre-dilation of the vessels, difficult access in the very calcified femoral and the aorta was also very calcified. The calcification was moderate to severe. No resistance was felt during insertion of the system. During the deployment of the sapien 3 ultra valve, the balloon burst at the end of deployment, during the delivery of the final mls in the atrion. It was thought related to the resistance from the not yet cracked calcified non-ew valve. The burst happened after the sapien was expanded within the limits of the non-ew valve frame, making a bit of a waist on the sapien valve. No extra volume was added to the balloon. The delivery system was removed with no problems and/or resistance. The non-ew valve was cracked as planned afterwards with the non-ew balloon. This improved the valve shape. The patient felt no discomfort, and the final result was good. Everything went as expected and planned

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings investigation conclusions. The device was returned to edwards lifesciences for evaluation and the balloon burst was confirmed. Radial tear burst was observed. No missing balloon material. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed by visual inspection of the returned device as well as returned imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The case notes revealed there was moderate to severe calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.